Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient suffers severe pain in his hip, thigh, and groin area and has to regularly take pain medication. It is further alleged that test results have shown high levels of both cobalt and chromium metals.